Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement, the surgeon cooke mater private hospital (B)(6) 2018 . During impaction of the tibial prosthesis the red tab which is used to articulate the locking mechanism fractured and broke off from the handle. Both fragments were retrieved and no negative impact was incurred to the surgical outcome. The damaged item was removed and an alternative used. No delay to procedure. No ae to patient. Patient outcome post surgery: nil adverse effect known.